Manufacturer narrative:
Concomitant medical products continued: 5076-35 lead and a2dr01 ipg implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture at max output, and no sensing in bipolar configuration. The lead was reprogrammed and a revision occurred a few weeks later. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.